Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0tbfz, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4). Analysis of the ins (njy287691h) found that the setscrew was backed out too far.

Event description:
It was reported that the manufacturer representative was in the operating room (or) during a brand new implant. The impedances were greater than 4000 ohms on some of the bipolar pairs. The first five results of impedances were greater than 4000 ohms when tested at 2v and 300 microseconds. They took the lead out of the implantable neurostimulator (ins), wiped it down, retested impedances, and got similar results and it still didn¿t work. They increased the amplitude and pulse width and it still did not work. They took the lead out again, reinserted it, retested impedances, and then noticed that the setscrew was making a torqueing sound, but the lead could be freely pulled out of the header block. They unscrewed it and it would not tighten down as the setscrew was backed out too far. They replaced the ins with a new ins and got all normal impedances and the issues were resolved. The manufacturer representative would be sending the ins back. There was no patient death and no patient injury.